Manufacturer narrative:
Concomitant products: product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1997, product type: lead. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. (B)(4).

Event description:
It was reported that the sometimes stimulation went on and off by itself. It was noted that it had been going on since at least (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device had been shutting itself off for the 8-9 months prior to the report. The impedances seemed normal. The patient was having a lot of falls due to the implantable neurostimulator (ins) delivering intermittent stimulation and "zapping" them. It was further reported that an impedance check was unremarkable. There was no specific cause determined. It was possible that the device was nearing the end of service since it was implanted in 2008. There were no interventions planned. The patient was receiving effective therapy. It was further reported that the patient had been in pain for 8 weeks. The patient was not supposed to sit, stand, or walk as told by their doctor since the only time the pain stopped was when they were lying flat on their back on a heating pad. This was because they were taking all the pressure off of their spine when lying down and any other position put pressure on it. The patient had degenerative disk disease, degenerative joint disease, spinal stenosis, and another condition but the patient was unsure what it was. The patient took morphine daily. The pain made the patient bend in half and they walked bent over from the pain. The patient was almost sure they were getting their device replaced because the device would shut off on its own and would adjust itself on its own too. Refer to manufacturer report # 3004209178-2014-04671 for information regarding the patient's shocking sensation.